Event description:
Additional information was received that the device would be return to the manufacturer but it has not been received to date. A replacement tablet was provided to the physician.

Event description:
It was reported that the physician received a "doesn't find a file" error during surgery for this patient. It is suspected that the error message is "unable to open port - system cannot find file specified" that occurs when the tablet device is unable to recognize the usb serial cable connection. The physician was able to use another tablet and serial cable with the same wand and program the patient without issues. Attempts for additional information were unsuccessful to date.

Event description:
The suspected tablet was returned on (B)(6) 2015. An analysis was performed on the returned tablet and the reported mechanical problem was verified. The cause for the anomaly is associated with a broken wire connection in the serial cable db9 hood assembly. Once the wire was soldered on to the pcb, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.